Event description:
Information received indicates the brake is not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm was separated from the connecting rod which prevented the foot end brake casters from engaging into brake. The tech installed a brake/steer upgrade at the foot end to repair the stretcher.